Manufacturer narrative:
Inspected 1 opened or used sensor and found insertion needle bent in sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened or used

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the introducer needle housing was hard to remove. The customer¿s blood glucose level was unknown. The customer was not reporting that the sensor or introducer needle fractured while in the body. Customer reports the introducer needle was still in the body. Customer reports that they did not receive medical treatment as a result of the needle fracturing while still in the body. The device will return for analysis.